Event description:
It was reported that one week post implant, the patient experienced chest pain. The lead tip was found to have migrated beyond the parietal pericardium. The patient had an uneventful replacement. No further information is available.

Manufacturer narrative:
Na